Event description:
It was reported that a spectrum pump alarmed upstream occlusion during infusion. They seem to experience this issue more with 2 drugs over any other medications which are nivolumab and pembrolizumab. The meds are usually cold up until about 30 mins before infusion of which they leave out at room temperature for 30 mins to try mitigating the amount of champaign bubbles that seem to cause the pumps to trigger the upstream occlusion alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11:the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.